Manufacturer narrative:
On 29-jun-2021, mentor received additional information regarding the explantation date, replacement devices, and suspected medical device. The patient underwent removal and replacement with unspecified non-mentor devices on (B)(6) 2021. Initially, the patient suspected that her left breast implant was ruptured. However, ultrasound performed on unspecified date indicated that the left implant appeared to be intact. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: suspected rupture, breast pain . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 375cc mentor memorygel breast implants and experienced a painful rupture on the left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.